Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a skin irritation under the front therapy electrode pad of the lifevest. The irritation was described as broken skin and weeping. The patient's doctor recommended the use of an over-the-counter medication called silka and a medication called a plus b. Follow-up indicated that the skin irritation had healed.